Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was detached from the balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion. The physician pulled negative pressure to deploy the stent. The physician was concerned about the placement of the stent. The physician then took the device out of the guide and began to readvance the device; however, it was noted that the stent came off the balloon outside the patient's body.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion. The physician pulled negative pressure to deploy the stent. The physician was concerned about the placement of the stent. The physician then took the device out of the guide and began to readvance the device; however, it was noted that the stent came off the balloon outside the patient's body.